Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, 29mm sapien 3 implanted in the aortic position via transfemoral approach. The balloon on the commander system ruptured at the end of valve deployment. There was no paravalvular leak (pvl) by transesophageal echocardiogram and they were able to pull the balloon into the sheath and remove it with no issues. The patient did great. It was noted that they needed a longer 16f dilator to expand the sheath prior to pushing the valve through the sheath. The access arteries were small.

Event description:
Additional information indicated that a longer 16f dilator was used to break the entire seal after the sheath was inserted into the patient and prior to inserting the valve. The valve fully deployed and there was no pvl post deployment. The balloon burst when it was full inflated and was able to be retrieved through the sheath and the patient did great.

Manufacturer narrative:
H6 updated. The commander delivery system was returned in locked default position, no flex or fine adjustment in use. The returned device was visually inspected; a longitudinal burst was seen, no missing pieces. Dimensional inspection was performed; the inflation balloon single wall thickness was measured along the edges of the burst location and all measurements taken of the balloon single wall thickness met the specification. No functional testing was able to be performed due to device return condition. No imagery was provided. No device history record (DHR) review was required as an existing technical summary is applicable to this event. The complaint for failure balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing nonconformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone and provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported in the case notes, there was minimal annular and left ventricular outflow calcium and moderate sinotubular junction calcium. Additionally, as per the complaint description, it appeared that the balloon interacted with the sinotubular junction (stj) calcium or, at least, the puncture on the balloon is at the level of where the stj would be. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 1cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (overinflation) contributed to the balloon burst. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.